Event description:
It was further reported that the abnormal impedance was unrelated to the rv lead. An atrial lead alert for high impedance occurred although the atrial port is plugged.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had abnormal impedances. The lead is still in use. The patient is enrolled in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.